Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, pain, dyspareunia and subsequent surgical intervention for mesh removal. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges: ¿on (B)(6) 2003, plaintiff was admitted under a preoperative diagnosis of ¿pelvic floor prolapse¿. ¿on (B)(6) 2003, plaintiff was subjected to the implantation of defendants ¿marlex mesh¿ (bard flat mesh). ¿after the device was implanted, plaintiff began to experience severe complications related to the implant, including but not limited to extreme pain, discomfort, urinary problems, dyspareunia and upon information and believe may have underwent multiple corrective surgeries to remove the pelvic mesh device.¿ ¿on (B)(6) 2019, plaintiff underwent a mesh sling removal procedure.¿ ¿the marlex mesh was removed during that surgery.¿ it is alleged that as a result of having the products implanted, the plaintiff has experienced ¿significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures¿. It is also alleged that the device was ¿defective¿.